Manufacturer narrative:
(B)(4). Concomitant medical products: part: 00840009400 lot: unknown articulation kit size 4 1 axle pin, 1 humeral bearing a, 2 ulnar bearings b sterile product do not resterilize part: 00840009000 lot: unknown humeral screw kit 2 humeral screws. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01895.

Event description:
It was reported that the patient underwent initial elbow surgery. Subsequently, the patient was revised approximately seven years post initial procedure due to early aseptic loosening. No additional patient consequences were reported.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h10. Proposed component code: mechanical (g04) - stem. Complaint sample was evaluated and the reported event was confirmed. Reported event was confirmed by review of radiographs. Visual examination of the returned nexel ulnar stem identified bone cement is covering the plasma spray and etch detail ¿ the manufacturing lot cannot be determined. Review of the available records identified the following: periprosthetic zone of lucency noted surrounding the hardware in the ulna on the frontal and lateral views. The lateral view demonstrates anterior migration of the distal tip of the ulnar hardware component which extends to contact and possibly breech the anterior cortex of the proximal ulna diaphysis. No periprosthetic lucencies are confirmed in the humeral component, although the proximal tip of the hardware is closely approximated with the dorsal cortex. Slight eccentric positioning of the humeral component (dorsal) is age indeterminate and could be related to initial surgical technique. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.